Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was provided: did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? The surgeon did. First time she used the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Between the middle and low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. After this 15 seconds the surgeon fired and didn¿t turned the closing knob tighter before firing. Was the device difficult to close? No, hardly no resistance was noticed. Was the device difficult to fire? No, it went very smooth. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Following the IFU 2x 360 degrees. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, the were both intact and the size was perfect. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? ¿the so called fietsbandproef¿ was performed. No leakage occurred. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Three days after surgery. How was the leak identified? After clinical signs of a leakage the patient was re-hospitalized and went to the or to have re-surgery. What was observed at the site of the leak upon reoperation? The anastomose was opened for 1/3. There is no picture available of the leakage during the re-operation. How was the leak addressed? The tissue wasn¿t ischemic so almost the full portion of the colon, distal and proximal was preserved. A temporary stoma was created. Is the colostomy temporary or permanent? Temporary. What is the current status of the patient? The patient is doing good. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient was having a sigmoid resection surgery on thursday the 7th of july and was re-operated on sunday 10th of july after clinical signs of a leakage in the colon. Following the surgeon, the procedure went normal. The anvil of the stapler was inserted in the proximal part of the colon using a tobacco pouch. The dister part was stapled using a ec60a endocutter with green reload. The cdh29b was used to make the end-to-end anastomosis. There was no traction while closing the circular stapler. Closing the device, the surgeon noticed no resistance of the tissue. She turned the adjusting knob till the maximum and still no resistance was felt. The surgeon decided, after consulting the ethicon colleague to point the orange indicator just below the middle. The surgeon did so. 15 seconds were waited before firing the device. The auditable feedback of the washer was heard, and the donuts expected. The two donuts were looking perfect. There was no suture of the tobacco pouch in the anastomosis. The anastomose was tested for watertight closure. This test was negative, so no water passed through the anastomosis. No signs of diverticulitis. Patient was discharged. On sunday the patient was re-hospitalized. After clinical signs of a leakage the patient was re-hospitalized and went to the or to have re-surgery. The patient had a revision surgery by dr. (B)(6). The anastomose was opened for 1/3 on the circular staple line. There is no picture available of the leakage during the re-operation. It is not clear if malformed staples caused the problem or if the tissue ruptured. The tissue wasn¿t ischemic so almost the full portion of the colon, distal and proximal was preserved. A temporary stoma was created.